Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-17-2024 patient reported that 4 infusion sets fell off during use. The infusion set was in use for 1 hour. Patient replaced infusion set and resumed insulin successfully. No further information was available.